Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and they were alleging possible insulin pump under delivery. The customer blood glucose level was 600 mg/dl at the time of incident and other blood glucose were 383 mg/dl, 457 mg/dl, 475 mg/dl, 557 mg/dl, 489 mg/dl, 386 mg/dl and 332 mg/dl. Customer treated with manual injection. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer stated that they performed the self test and they were able to passed the test. The insulin pump and reservoir will not be returned for analysis.